Event description:
It was reported that the casing of the maryland bipolar forceps instrument broke. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that three of the four housing snap tabs and two adjacent housing pins were broken. Engineering concluded that the instrument may have been mishandled or the housing material may have become brittle as a result of the site's cleaning and sterilization process. Engineering also observed various deep scratches with material removed on the distal end of the main tube. The scratches are all under .250" long and not aligned with the tube axis. The location and appearance of the scratches suggests that they may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences such as disconnection of the instrument tip.